Manufacturer narrative:
The lot number has been provided, the device was received and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral vena cava filter deployment procedure; allegedly, the marker bands were unable to be visualized. The system was exchanged over the guide wire for another vena cava filter which was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: both marker bands were present and in their correct locations on the distal end of the dilator. No anomalies were noted to the introducer sheath. The marker band was securely fastened at the distal end of the sheath. Functional/performance evaluation: the sheath was placed in an in-house x-ray machine. The marker band was clearly visible under x-ray. The filter was also noted to be inside the sheath with the feet located near the hemostatic valve. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The introducer sheath was placed in a x-ray machine. The marker band was visible under x-ray. Therefore, the complaint investigation is unconfirmed for the reported issue. The filter was returned stuck in the sheath; therefore, the investigation is confirmed for failure to advance. The filter was stuck in the sheath because the user could not visualize the marker band at the distal end of the sheath and removed and replaced the device in order to ensure proper deployment. It is unknown why the marker band could not be visualized during the procedure as it was easily identified during laboratory testing. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.